Event description:
Patient reported the cadd extension sets were leaking. Declined to speak with pharmacist. No additional information available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; did we [MFR] replace the device? Yes; did the pt have a backup supply they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/(B)(6).